Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "multinodular edema", "inflammation" and "hardening", are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the marionette lines, nasolabial, oral commissures, and malar with 2 ml of juvéderm® voluma¿ with lidocaine. Three months later patient developed "multinodular facial edema" and inflammation/hardening in bioplasty areas. Patient was prescribed prednisone and ciprofloxacin and treated with hyaluronidase. Patient is better but not fully recovered.